Event description:
It was reported that this pacemaker displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. Upon interrogating the device, it was determined that this pacemaker was found to be in safety mode. Additionally, it was suspected that the patient has an underlying condition. Device replacement was recommended. No adverse patient effects were reported. Currently, the pacemaker remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.

Event description:
It was reported that this pacemaker displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. Upon interrogating the device, it was determined that this pacemaker was found to be in safety mode. Additionally, it was suspected that the patient has an underlying condition. Device replacement was recommended. No adverse patient effects were reported. Currently, the pacemaker remains in service. A revision procedure was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. Upon interrogating the device, it was determined that this pacemaker was found to be in safety mode. Additionally, it was suspected that the patient has an underlying condition. Device replacement was recommended. No adverse patient effects were reported. Currently, the pacemaker remains in service. A revision procedure was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. The cause of the error message and safety mode was isolated to the battery which was self-discharging due to an internal short in this wilson greatbatch battery. This battery is obsolete and no longer used. Additional information was added to the following fields to capture the explant of the device: